Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that after an unknown procedure, customer complains that collagen of the device is resorbing too fast. Very often the marker is not visible under ultrasound after 3 weeks. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.